Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (recovered prior to essure), chest pain, morbid obesity and uterine prolapse. Concomitant products included hydroxyzine since 2018 and loratadine since 2018. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression and anxiety"), anxiety ("psychological or psychiatric condition: depression and anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/loss: specify weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced headache ("migraines / headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with dicycloverin (dicyclomine), omeprazole, ondansetron (zofran), paracetamol (tylenol), sertraline and surgery (total laparoscopic hysterectomy with bilateral salpingectomy robotically assisted). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and nausea was resolving, the hormone level abnormal, depression, anxiety, headache, dysmenorrhoea, weight increased, gastrooesophageal reflux disease, alopecia and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, tooth disorder, dyspareunia, fatigue, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported insertion date is (B)(6) 2014, current weight (B)(6). Essure device with about 4 coils seen on the left, there was about 6 coil seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: pfs received. Events per pfs: hormonal changes, abnormal bleeding (vaginal, menorrhagia) , psychological or psychiatric condition: depression and anxiety , migraines / headaches , dental problems , nausea , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , 'pain , vaginal discharge , fatigue, weight gain , gastrointestinal or digestive system condition type: acid reflux , hair loss were added. Lot number added, outcome of the events were updated. Concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (recovered prior to essure), chest pain, morbid obesity and uterine prolapse. Concomitant products included hydroxyzine since 2018 and loratadine since 2018. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression and anxiety"), anxiety ("psychological or psychiatric condition: depression and anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/loss: specify weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced headache ("migraines / headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux/gi conditions"). In 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and vaginal discharge ("vaginal discharge"). The patient was treated with dicycloverine (dicyclomine), omeprazole, ondansetron (zofran), paracetamol (tylenol), sertraline and surgery (total laparoscopic hysterectomy with bilateral salpingectomy robotically assisted). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, hormone level abnormal, migraine, headache, tooth disorder, nausea, fatigue, gastrooesophageal reflux disease and alopecia had resolved and the vaginal haemorrhage, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported insertion date is (B)(6) 2014, current weight: 219lbs. Essure device with about 4 coils seen on the left, there was about 6 coil seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 136.054 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (recovered prior to essure), chest pain, morbid obesity and uterine prolapse. Concomitant products included hydroxyzine since 2018 and loratadine since 2018. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression and anxiety"), anxiety ("psychological or psychiatric condition: depression and anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/loss: specify weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced headache ("migraines / headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux/gi conditions"). In 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and vaginal discharge ("vaginal discharge"). The patient was treated with dicycloverine (dicyclomine), omeprazole, ondansetron (zofran), paracetamol (tylenol), sertraline and surgery (total laparoscopic hysterectomy with bilateral salpingectomy robotically assisted). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, hormone level abnormal, migraine, headache, tooth disorder, nausea, fatigue, gastrooesophageal reflux disease and alopecia had resolved and the vaginal haemorrhage, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported insertion date is (B)(6) 2014, current weight 219lbs. Essure device with about 4 coils seen on the left, there was about 6 coil seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 136.054 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : outcome of the events updated - pelvic pain, fatigue, gi conditions, hair loss, dental problems, migraine, headaches, nausea, hormonal changes. Lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (recovered prior to essure), chest pain, morbid obesity and uterine prolapse. Concomitant products included hydroxyzine since 2018 and loratadine since 2018. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression and anxiety"), anxiety ("psychological or psychiatric condition: depression and anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/loss: specify weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced headache ("migraines / headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with dicycloverin (dicyclomine), omeprazole, ondansetron (zofran), paracetamol (tylenol), sertraline and surgery (total laparoscopic hysterectomy with bilateral salpingectomy robotically assisted). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and nausea was resolving, the hormone level abnormal, depression, anxiety, headache, dysmenorrhoea, weight increased, gastrooesophageal reflux disease, alopecia and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, tooth disorder, dyspareunia, fatigue, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported insertion date is (B)(6) 2014, current weight 219lbs. Essure device with about 4 coils seen on the left, there was about 6 coil seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 136.054 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.